Event description:
It was reported by the customer that the device became hot. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported by the customer that the device became hot. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results. The failure for console causing heat in the disposable was not duplicated through device evaluation. The device was conforming and no failure was determined and the device was returned to the customer.